Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to her anatomy and the depth of the ipg. The patient underwent a revision procedure wherein the physician decided to replace the ipg and relocate the pocket site. No device malfunction was suspected. The patient was reportedly doing well postoperatively.